Event description:
It was reported that on (B)(6) 2016, a 23mm sjm trifecta valve was implanted in the aortic position. On an unknown date, it was determined that the valve had failed and needed to be replaced. On (B)(6) 2022, the valve was explanted and replaced with an unknown product. No additional information available regarding this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Explant was reported due to valve "failure". The investigation found that the leaflets were previously sectioned. Calcifications and fibrous thickening were present on all three leaflets. Leaflet 1 contained a tear/incision. There was fibrous pannus ingrowth on the inflow and outflow surfaces of leaflet 1. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the exact reason for valve explant remains unknown, calcification could lead to a number of potential issues with valve functionality.